Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient had myopic shift and lens was poorly positioned. The lens was exchanged with an unspecified replacement iol after the initial implant procedure. Additional information has been requested.